Event description:
New information received notes that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that the death was not related to the device and that the event was caused by intrinsic heart activity.

Event description:
It was reported that the patient received hv therapy. The physician suspected that the high voltage shocks were inappropriate and resulted in the brain death of the patient. Review of session records revealed oversensing of wide qrs. The device correctly diagnosed vf, however due to sporadic atrial activity and irregular ventricular rhythm, return to sinus was detected and the therapy was aborted. The device was functioning as programmed. No further information is available.